Event description:
Procedure performed: unknown. Event description: report number mw # (B)(4). A trocar was in place in the patient. When a laparoscopic instrument was inserted through the trocar, a piece of the trocar broke off into the patient. The piece was identified and removed from the patient. No patient harm was reported. The trocar was removed and replaced. Product not available for return. Intervention: the trocar was removed and replaced. Patient status: no patient injury was reported as a result of the event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow up medwatch report # (B)(4). Updated component code in h6.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: report number mw #15416919. A trocar was in place in the patient. When a laparoscopic instrument was inserted through the trocar, a piece of the trocar broke off into the patient. The piece was identified and removed from the patient. No patient harm was reported. The trocar was removed and replaced. Product not available for return. Intervention: the trocar was removed and replaced. Patient status: no patient injury was reported as a result of the event.